Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 5.8cm from the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x28mm synergy drug-eluting stent was advanced for treatmet. However, during procedure, it was noted that the proximal end of the delivery shaft was fractured, and the device could not be advanced further. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.00x28mm synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the proximal end of the delivery shaft was fractured, and the device could not be advanced further. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.